Event description:
An erroneous low cea result was generated by the access 2 instrument. Based on the lab monitoring history, the customer indicated that the patient has a history of high cea results. The customer expected to dilute the sample prior to analysis. When the patient's frozen sample was initially tested for cea, the result was 195 ng/ml. The result obtained was well within the reportable range for this assay. The sample was repeated and a result of 245 ng/ml was obtained. The sample was repeated for the second time using a 2 ml sample cup and the result was 399 ng/ml. The sample was repeated again for the third time using the original sample tube. The results obtained were high and had to be diluted. The results of the third repeat matched the patient's clinical presentation. The erroneous results were not reported out of the lab.